Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer stated that she has always experienced low blood glucose. The customer was admitted to the hospital. The customer is unsure why she went low and healthcare provider didn't provide any cause.